Event description:
It was reported that one day after implant, the patient experienced angina, tamponade, pericardial effusion and a cardiac perforation from the right atrial (ra) lead. The lead was explanted and replaced and the patient had a pericardiocentesis. No further patient complications have been reported as a result of this event.